Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A non-bsc guidewire crossed the main lad and another non-bsc guidewire crossed the first diagonal branch. After pre-dilation was performed with a 2.0mm balloon catheter, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician added another non-bsc guidewire in the main lad and tried to advance the synergy stent. There was resistance in the guide catheter, but the stent was still attempted to be delivered to the lesion despite the resistance. However, it was noticed that the stent was down in the guide catheter and the stent was pushed to the coronary. The stent was dislodged near the left main trunk in a state in which it is riding the guidewire. The device was safely removed with a snare and ablation was then performed with a rotablator. The procedure was completed using a different size synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent dislodged during the procedure and was returned with the device for analysis. A visual examination of the crimped stent found the stent severely damaged across its length with struts distorted, stretched and bunched. The damage most likely occurred due to excessive force being applied to the device during attempts to cross a severely calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross a severely calcified lesion. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error. This root cause is assigned due to the fact that stent dislodgement occurred due to excessive force being applied by the physician during attempts to cross the lesion contrary to instructions contained within the dfu. The direction for use states: "note: if unusual resistance is felt at any time during lesion access before stent implantation, the stent delivery system and the guide catheter should be removed as a single unit. Once the stent delivery system has been removed do not re-use." (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A non-bsc guidewire crossed the main lad and another non-bsc guidewire crossed the first diagonal branch. After pre-dilation was performed with a 2.0mm balloon catheter, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician added another non-bsc guidewire in the main lad and tried to advance the synergy stent. There was resistance in the guide catheter, but the stent was still attempted to be delivered to the lesion despite the resistance. However, it was noticed that the stent was down in the guide catheter and the stent was pushed to the coronary. The stent was dislodged near the left main trunk in a state in which it is riding the guidewire. The device was safely removed with a snare and ablation was then performed with a rotablator. The procedure was completed using a different size synergy drug-eluting stent. No patient complications were reported and the patient's status was good.